Event description:
The original implantation of the vivistim system occurred on (B)(6) 2024 (that surgeon is no longer at that hospital). On (B)(6) 2025, the patient underwent a revision of the neck incision at the lead insertion site by a different surgeon at a different hospital that has previously implanted the vivistim system with other patients. Microtransponder inc. (Mti) includes four tie-downs in the lead packaging to secure the lead in place. It was reported, that one of the tie-downs appeared to be pushing against the surface of the skin, showing a small bump visible to the patient. The surgeon reopened the incision and removed the tie-down. Subsequent testing of both the lead and the implantable pulse generator (ipg) confirmed that they were functioning as intended. The tie down was disposed of at the hospital and will not be returned for evaluation.